Event description:
Additional information was received that the lead was only explanted not replaced. Surgical intervention may take place at a later date to re-implant a lead.

Manufacturer narrative:
Correction section h6: the health effect impact code should have been 4627 - device explantation rather than 4629 - device revision or replacement.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the patient's l1 lead was fractured and the patient lost effective therapy. The patient did not report any falls. As a result surgical intervention was undertaken to replace the lead. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.